Event description:
In 2008, the pt reported that in the previous day, she noticed condensation in the cartridge compartment of her insulin infusion device. She stated she does not shower with her device on and the device has not been submerged in water. She said she went to the beach and it was extremely hot but the device did not get wet. The pt stated, when she removed the cartridge and shook the device, all of the condensation collected into a "raindrop" and rolled out. She said she dried it out but noticed more condensation in the device today. The pt will switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.